Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical (B)(4), instead the suspect batteries were returned. The customer's report was not replicated or confirmed. Testing of the batteries did not duplicate the report. The batteries were subjected to voltage testing and all measurements were within specification. The customer received replacement batteries. Analysis of reports of this type has not identified an increase in trend.